Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support in resetting the pump, but the malfunction code recurred. As a result, technical support decided to replace the pump and instructed the customer on the return procedures using a pre-paid label. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup to ensure continued insulin delivery.